Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusions could be drawn as no product was returned.

Event description:
Pt status post orif implantation, implanted on (B)(6) 2012 for a right femoral shaft fracture had 4 screws that backed out of the plate on an unk date. Pt was returned to operating room on (B)(6) 2012, surgeon removed all hardware, 8 screws and the plate, revised pt to new plate and screws. This is 1 of 4 reports for this complaint.